Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was 131 mg/dl. Troubleshooting for the prime rewind was performed. It was reported that the insulin pump was unable to complete the rewind process. The insulin pump will not be returned for analysis.